Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code j947h.visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body, near the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed predominantly intergranular fracture, which is evidence of a brittle fracture mode. This was a non-ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a myomectomy procedure on an unknown date and suture was used. The needle broke into two pieces while it was being used to suture the patient. All pieces of suture were recovered. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - no device problem found. Additional information was requested, and the following was obtained: no broken needle was found. Investigation summary ==> the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that one needle suture piece that pertain to product code j947h was received. During visual inspection of the returned sample, no broken needle was observed. The samples were tested by resistance test to needle and met the requirements. However, the end of the suture was noted to be cut probably caused by a surgical instrument. As per the condition of the returned sample, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.